Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that x-ray aborted. The patient was safely removed from the system and the procedure was not continued. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the customer service engineer (cse) checked the x-ray tube of the system and found a defective hv cable. The log file analysis also showed that no x-ray was possible. In the opinion of the technical experts, the issue may have been caused by arcing events inside of the plug of the hv cable between different lines. After exchange of the hv cable there have been no further issues and the system works as intended. A general systematic error has not been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.